Event description:
The hospital reported that during an evh procedure the patient was discovered to have a co2 embolism. The surgeon did not associate the co2 embolism to any deficiency or performance of the vh-2000. After the patient returned to hemostasis the procedure completed without any patient complications reported.

Manufacturer narrative:
The event will be filed as a serious injury since medical/surgical intervention was required to complete the surgical procedure. However, as reported by the customer, there was no product failure associated with the co2 embolism.